Manufacturer narrative:
The certas valve (ID (B)(6) was not returned for evaluation (customer has no further information of the product) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be linked to the patient falling at home. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2024-00161. A facility reported a patient who experienced a fall at home. The patient had been using a certas valve (ID 828804pl) before the fall. The valve malfunctioned and resulted in revision surgery on may 09, 2024. It was removed and replaced with the certas valve (ID 828814pl). On (B)(6) 2024, the patient was discharged. On (B)(6) 2024, the patient went to the emergency room (ER) due to a fluid accumulation under the incision around the valve. The customer described as it had snapped. A revision surgery was performed on the same day, and it was found that the shunt was broken. The valve was removed along with all its broken parts. After replacing the valve, a computed tomography (CT) scan was performed to verify that the new one was in place and operating properly. With no concerns, the patient is now at home and is in stable condition.